Event description:
Pt presented to scheduled esophagogastroduodenoscopy (egd) for cryospray treatment of barrett's esophagus with high grade dysplasia (hgd) on (B)(6) 2010. Pt underwent treatment without complications and returned home. Approximately two weeks post treatment, pt had severe shortness of breath and dizziness (pt described severity as being unable to walk). He was taken to his local emergency room where hgb was run. Two (2) units of blood were transfused. Pt also underwent egd and was determined to have an esophageal ulcer/erythema. Pt did not have ulceration or mucosal break in the esophagus prior to treatment. Physician at local emergency room suggested that the area of ulcerations was the same as area of cryospray treatment but has not been confirmed firsthand by treating physician.

Manufacturer narrative:
Health care professional (np) indicated device operated normally. No errors of built-in test performed at system start-up were noted. Verification testing of the device by csa medical also confirmed the device was performing normally. Pt had been treated with cryospray twice ((B)(6) 2010, and (B)(6) 2010) prior to the treatment on (B)(6) 2010, with no complications. Pt has been on plavix/aspirin regimen for cardiac issues and the physician chose cryotherapy specifically due to lack of bleeding after treatment.